Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field - h6(health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the unit, tested balloon and carried out leakage checks of the hospital cart and pump console individually as per service manual. The measured readings indicated no gas loss. The pumps console held 199mmhg, and the needle on hospital cart did not move with helium tank disconnected. Carried out further inspection of the machine, until reaching the helium regulator calibration, of which the fse could not calibrate within tolerance (250-300mmhg). The fse inspected connections around the fill manifold and could not identify an issue. The fill manifold test also passed. The fse carried out the pim test and 1x appeared to read atmospheric pressure, when k1 was activated during the helium regulator calibration. The pim failed the membrane test, the fse immediately tried a new safety disk - which also failed. Inspected the connections around the pim and all looked ok. The pneumatic interface assembly, safety disk and tidal disk were replaced. The report detailed of the pneumatic interface module ¿could have caused the gas loss alarm during therapy¿. The unit was returned to the customer for clinical use. All functional and safety testing were performed. A medical assessment (ma) was performed and the event death was not attributed to the device malfunction.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h11. Corrected fields - h1, h6(health effect ¿ clinical code). The failure analysis and testing department received the pneumatic module assy associated with this complaint. This part was received with a reported unit failure message of membrane leak test failed. The failure analysis and testing department. Performed a visual inspection, and part looks to in good condition. Installed pneumatic module assy. Into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The fat department performed all manifold leak tests and membrane leak test failed with result of 8 mmhg; the factory specification is +-6 mmhg. The fat department verified the failure message of membrane leak test failed. Pneumatic module assy. Failed testing. Retaining pneumatic module assy. In the fat dept. Per procedure (B)(4) rev au. The most probably root cause for the reported per dfmea is component reliability or fatigue.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. Each time the machine stated gas leak. Quickly corrected by removing and re-attaching the gas line on the balloon pump: the description by the ICU consultant was that, balloon pump malfunction, patient dropped blood pressure, small adrenaline boluses to keep bp up whilst surgeon troubleshooting the balloon pump. 10 mins of low bp, augmented with adrenaline. Iabp reset by cardiac rmo. Around 2 hours after first event - another similar malfunction episode but only lasted for a few seconds and without drop in bp. During moring ward round - patient was slightly improving, noradrenaline had come down to 0.256 with intravenous fluid given at the bedside during the ward round. Lactate had improved to between 2 and urine output was ok. Around 12.00 pm, balloon pump stopped working for third time. This was associated with a reduction in blood pressure to around 50 systolic - gas line was disconnected and reconnected, but this time blood pressure did not improve. Cardiothoracic rmo was on ICU and internal cardiac massage started immediately to ensure that systolic were maintained above 80 systolic and minimise low flow state. End tidal co2 was maintained above 3.5 immediate decision to put patient on bypass - theatre team and perfusionist informed. ECMO consultant informed and will attend ¿ patient put on bypass in meantime patient was retrieved by the ECMO team and left the (B)(6) after 4pm on the 17th. The patient had multiple heart attacks and eventually patient passed away.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.